Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2014-(B)(6), product type implantable neurostimulator, product ID 3037, serial# (B)(4), implanted: 2014-(B)(6), product type programmer, patient. Product ID 3037, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had never had therapeutic effect. Since implantable neurostimulator (ins) replacement on (B)(6), 2014, the patient's symptoms were not helped by her ins and they had tried all 4 programs. The prior ins was replaced due to normal battery depletion but before it depleted, she had better results than she is now getting with her new ins. Now, the patient was up too much at night and is often wet. Today, they asked the hcp (healthcare provider) for more programming options but the hcp directed them to turn off stim, try nothing for a while and he said she had option of taking it out. The caller noted dissatisfaction with their hcp service. Additional information received noted that the cause of the event was uti (urinary tract infection).